Event description:
During a cystoscopy/cystolithotripsy procedure one end, tip of scissors broke while being used and was found in the pt's bladder. The surgeon successfully removed the broken tip from the bladder. There was no harm to the pt. It was also noted that a pre-use/pre-operative visual inspection of the instrument was performed and no defects were noted.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.